Manufacturer narrative:
Pump passed prime/delivery, displacement and basic occlusion test. No prime anomaly noted. Pump was monitored. All operating currents tested within specification range. No unexpected battery out limit alarms noted. (B)(4).

Event description:
Customer reported via phone call to be stuck in the "preparing to prime" loop. When the act button was pressed, display showed that rewind was completed. Customer's blood glucose was 419 mg/dl. Customer also reported to have received a battery out limit alarm and that buttons were not responding. Customer was advised that insulin pump would be replaced and to discontinue use of insulin pump.